Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that (2) ar-8400bc bone cutter became damaged during a procedure on (B)(6) 2024. No further information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the outer and inner tubes of the bone cutter, 4.0 mm x 13 cm had bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive "side-loading" and/or prying/leveraging the device during use.